Manufacturer narrative:
Stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Initial reporter email was not provided and is therefore, left blank. PMA/510(k) or bla # is left blank since the serial number of the device is unknown. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker and alleged that their device was unable to detect a patient ECG rhythm that was in ventricular fibrillation. In this state defibrillation therapy would be delayed or unavailable if needed. The customer advised that the device analyzed the patient's rhythm 3 times. All 3 times the result of the analysis was "no shock advised". The patient was in pulseless electrical activity (pea), which is a non-shockable ECG rhythm. However, post event, the customer evaluated the patient record. The customer believed that segments 2 and 3 of the analysis showed the patient's ECG rhythm to be in ventricular fibrillation. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker and alleged that their device was unable to detect a patient ECG rhythm that was in ventricular fibrillation. In this state defibrillation therapy would be delayed or unavailable if needed. The customer advised that the device analyzed the patient's rhythm 3 times. All 3 times the result of the analysis was "no shock advised". The patient was in pulseless electrical activity (pea), which is a non-shockable ECG rhythm. However, post event, the customer evaluated the patient record. The customer believed that segments 2 and 3 of the analysis showed the patient's ECG rhythm to be in ventricular fibrillation. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.